Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.5x22mm, eccentric, de novo target lesion with a significant bend of <= 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24x3.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.